Event description:
The physician attempted closure of the arteriotomy using the closer-tsl6 device. Prior to deploying the device the physician and reports from the field indicate that there was oozing from the groin. The pt had an 8fr sheath in place. The physician checked the act valve which was greater than 400. Reports from the field indicate that a small hematoma was present. The physician closed the site with the guidewire in place. The physician got a partial closure from the device and put the sheath back in. Later the day the physician pulled the sheath and noted that the size of the hematoma had enlarged. The pt was taken to surgery for surgical repair of the artery and evacuation of the hematoma. The pt recovered with no further incident.